Event description:
It was reported that while still in the box, the device was found in back-up vvi mode and could not be interrogated. The device was not implanted.

Manufacturer narrative:
Evaluation: the reported reset was confirmed in the laboratory and was due to exposure to extreme temperatures.

Manufacturer narrative:
(B)(4).